Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the operation, the offset reamer handle stopped working and increase his friction. As a result the mics reamer attachment breaks. Procedure: left hip, delayed 5 minutes.

Event description:
During the operation, the offset reamer handle stopped working and increase his friction. As a result the mics reamer attachment breaks. Procedure: left hip, delayed 5 minutes.

Manufacturer narrative:
Reported event: the event reported that a mics reamer attachment failed to function during reaming. The failure resulted in a 5 minute case delay. Device evaluation and results: unable to perform as the part was not returned. Device history review: review of device history records indicate 0 of 7 devices were accepted into final stock on 07/21/2016. All seven (7) parts were dispositioned "accept per specification" and transacted into final stock on 08/22/2016 per (B)(4). The non conformance was unrelated to the failure in this investigation. Complaint history review: review of complaints for p/n 204980, l/n 40m939260 within the trackwise database show no other related complaints. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : device not returned